Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred caused by a blockage in the cartridge, it was also reported that the battery was depleting quickly. Customer changed the cartridge to resolve the occlusion and resumed insulin successfully. Customer's blood glucose level was 205 mg/dl.